Event description:
It was reported that the unit was sent in for pm. No patient involvement. At device evaluation it was noted that the rpms were noisy. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4) as an initial final report. Review of the most recent repair record determined the unit was found to have worn components, the rpms were noisy, the control bar was not in the correct position, the ball plunger was not in the correct position, the control shaft torque was 0, the dowel pins were not flush. The hinge throttle gasket, thickness control shaft, find adjustment cams, semi-circle shaft bearings, vespel sleeve bearings, lever, ball plunger, set screws, external e-rings, seal screws, gear ring, swivel, planetary carrier, dowel pins, ball bearings, planet gear, and bearing spacer were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.